Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited distorted image and water leakage from cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of distortion in image is traced to electronic component failure of cable unit and leakage from cable unit is traced to sealing problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.